Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that when the customer changed the cartridge and performed a fill tubing insulin was not seen coming form the infusion set tubing. Customer connected to infusion set tubing, and blood glucose levels began to elevate (325 mg/dl). Reportedly, customer smelled insulin coming from the luer lock. Customer reconnected luer lock and performed a fill tubing. Insulin delivery was resumed, and customer delivered a bolus to stabilize blood glucose levels.